Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2015 with the following findings: the keypad cover was fully intact; no damage or peeling observed. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination or contact defects was observed. The audio bolus button cover was found to be torn/punctured. Abb responded appropriately to button presses despite the cover damage. Unable to duplicate under responsive up, down, and ok keypad button issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.